Event description:
Reportedly a valve model 2800, 23mm was explanted after a 83 month implant duration due to stenosis. The device was explanted on (B) (6) 2010 by dr (B) (6). A 04/02/2010 e-mail from sales representative with op report. No additional information was provided. (B) (4). A mitral valve was also explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device was returned for evaluation, device evaluation anticipated, but not yet begun.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the needle detached from the mesh leg and was captured inside the capio cage after the physician threw it through the patient's sacrospinous ligament. The procedure was completed with another uphold vaginal support system, without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Evaluation summary: calcification is moderate in the cusp area of leaflet 2 and 3 and minimal to moderate in the cusp area of leaflet 1. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice by at the greatest point by approximately 3-4mm. At the tissue outflow, host tissue is heavy and dense onto leaflet 3 encroached by 7mm, and moderate onto leaflet 1 at 3mm. Also at the outflow aspect, host tissue overgrowth fused the free margins of leaflets 1 and 3 at commissure 1 by approximately 3mm, and leaflets 2 and 3 at commissure 3 by 3mm. Host tissue is minimal to moderate at the stent inflow and the stent outflow. Host tissue overgrowth contributed to stenosis. Cuts in the sewing ring are evident, most likely due to explant. The x-ray demonstrates calcification. (Model# 2800). (B) (4). A mitral valve was also explanted.